Manufacturer narrative:
The service rep evaluated system and found boost mode working as intended. Examined image quality and found system meets manufacturers image resolution requirements. System operating as intended.

Event description:
The customer reported the 9600+ unit has a small focal spot and should have very good resolution. No patient injury.